Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the device seized and stopped. Another like device was used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/17/2009. Blade seized/stopped. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted, as four devices were involved in this event. See also medwatch 2210968-2009-00420, medwatch 2210968-2009-00421, and medwatch 2210968-2009-00422. The same patient is represented in each medwatch.